Event description:
"'Updated information received from the patient on (B)(6) 2015. Patient reported device serial number again: (B)(6) - model sc -1110-02 patient reported what led to constant burning in both legs: just started, kept getting worse. Patient reported steps taken to resolve burning pain: norco gabapentin - description of event: patient has developed constant burning in both of the anterior thighs going to both ankles causing pain. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).